Event description:
Nurse writes in her fax that during surgery the targetting device that was used missed the intended target.

Manufacturer narrative:
Additional information has been requested and if received will be submitted on a supplemental report.